Manufacturer narrative:
D4 UDI number: (B)(4) or (B)(4). H6 additional investigation type code: 4110. Corrected information in d9 and h3. Additional information in d4 UDI number and expiration date, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: -the returned device matches the information in the complaint file and was examined. Visual inspection revealed the insert is fractured. Potential root cause: -a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive forces experienced by the implant post-operatively or other patient specific factors. DHR review: -the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Device usage: -this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a revision surgery was performed to remove a mobi-c implant whose mobile core fractured.

Manufacturer narrative:
D1: mobi-c implant m"standard" 13x15 h5 or mobi-c implant m"standard" 13x15 h4.5. G3: this device is not cleared within the us, but it is similar to those cleared under p110009. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to remove a mobi-c implant whose mobile core fractured. No further information has been provided.